Manufacturer narrative:
The device was received for evaluation. During functional testing the device failed the keypad test as the left vertical row of buttons was found inoperable (this includes the 0 and decimal key). The cause of the issue was due to fluid intrusion resulting in the keypad failure. The device was deemed unserviceable due to the fluid intrusion affecting multiple components. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device failed the keypad test due to the left vertical row of buttons being inoperable (this includes the 0 and decimal key). No additional information is available.